Event description:
Device evaluation the dislodged stent was returned attached to the snare device. The stent was severely elongated and deformed. Four break points and one partial break point were visible on the stent. Sem analysis confirmed stretching of the wire at the break points.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during procedure to treat a lesion in the iliac artery using an assurant cobalt device, the physician noted while advancing the device to the target lesion that the sheath or catheter was pulled back and the stent dislodged. The physician had difficulty getting the stent up and over to the high iliac section. The catheter was pulled back when physician tried to go up and over. The difficulty was encountered when it could not be accomplished and the stent was dislodged. A snare was used to retrieve the dislodged stent. No clinical sequelae was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). Inherent risk of procedure (stent embolization). Evaluation conclusion: (based on the information available no root cause can be determined). Inherent risk of procedure (stent embolization). (B)(4).